Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The ez change assembly and canister were replaced.

Event description:
The hospital reported that co2 readings were higher than expected. There was no reported patient involvement.